Event description:
This case is cross referenced with case: (B)(4). This unsolicited case from united states was received on (B)(6) 2017 from a non-healthcare professional. This case concerns a male patient of unknown age who received treatment with synvisc one and later after unknown latency had red knee, knee effusion, painful knee/ excruciating pain and swollen knee. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose, and indication: unknown) (batch/lot number: 7rsl021; expiry date: may-2020) in the right knee. On an unknown date, after unknown latency, the patient had knee effusions with red, swollen and painful knee. Patient was in excruciating pain and had a emergency room visit and was hospitalized on (B)(6) 2017 for all events as well as pain control. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. Seriousness criteria: hospitalization/prolongation for all the events a pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Additional information was received on 11-dec-2017 from non-healthcare professional. Information regarding site of the injection was added. Verbatim was updated from painful knee to painful knee/ excruciating pain. Clinical course was updated. Text was amended accordingly.

Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 28-nov-2017 from a non-healthcare professional. This case concerns a male patient of unknown age who received treatment with synvisc one and later after unknown latency had red knee, knee effusion, painful knee/ excruciating pain and swollen knee. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose, and indication: unknown) (batch/lot number: 7rsl021; expiry date: may-2020) in the right knee. On an unknown date, after unknown latency, the patient had knee effusions with red, swollen and painful knee. Patient was in excruciating pain and had a emergency room visit and was hospitalized on (B)(6) 2017 for all events as well as pain control. Corrective treatment: not reported for all the events outcome: unknown for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: hospitalization/prolongation for all the events. Additional information was received on 11-dec-2017 from non-healthcare professional. Information regarding site of the injection was added. Verbatim was updated from painful knee to painful knee/ excruciating pain. Clinical course was updated. Text was amended accordingly. Additional information was received on 28-nov-2017. Additional event of device malfunction was added along with details. Global ptc number and results were added. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow-up dated 28-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced localized erythema, right knee swelling, right knee pain and effusion. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.

Event description:
This case is cross referenced with case: 2017sa242223, 2017sa242220, 2017sa242221, 2017sa242222, 2017sa242224, 2017sa242225, 2017sa242226, 2017sa242227 and 2017sa242214 (cluster). This unsolicited case from united states was received on (B)(6) 2017 from a non-healthcare professional. This case concerns a male patient of unknown age who received treatment with synvisc one and later after unknown latency had red knee, knee effusion, painful knee and swollen knee. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose, and indication: unknown) (batch/lot number: 7rsl021; expiry date: may-2020). On an unknown date, after unknown latency, the patient had knee effusions with red, swollen and painful knee. The patient had a emergency room visit and was hospitalized on (B)(6) 2017 for all events. Corrective treatment: not reported for all the events outcome: unknown for all the events. Seriousness criteria: hospitalization/prolongation for all the events a pharmaceutical technical complaint (ptc) was initiated and ptc results were pending.